Event description:
It was reported that during a coronary stenting treatment procedure, the physician could not cross the lesion with a liberte 3.5x16mm bare metal stent (bms). The primary disease was ami (acute myocardial infarction). The lesion being treated was 100% stenosed with severe calcification and tortuousity, but the anatomy location was unknown. The stent delivery system (sds) was removed from inside the patient and the physician noticed the stent distal edge lifted up. The procedure was completed with an unknown size liberte bms. No patient injuries or complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be due to operational context.